Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had scratches on the display and made it difficult to see. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had unexplained no delivery alarm and rainbow effect on screen. The insulin pump will not be returned for analysis.